Event description:
This is a very rare complaint (2.7 complaints, of needle piercing the catheter wall, per million units sold, catalog number 38-8324-1) and is easily discernible prior to use. It is very unlikely that a health care professional would not see the needle piercing through the side of the catheter. If by chance this condition was not noted prior to insertion, the catheter could not be inserted into the vein. Directions for use provided with each box of product "b. When prepared to cannulate, remove needle guard from catheter and inspect catheter." Co has an automated detection system that identifies and rejects units of this nature and a continuous improvement team to make corrective measure, as required.